Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device became bent which led to a dissection. The catheter was inserted over a wiggle wire in the heavily calcified and tortuous left anterior descending artery. The catheter buckled at the area where the wire comes out inside of the patients anatomy. The catheter would not traverse the wire and buckled when it was attempted to be advanced. Upon removal of the catheter, an angiogram was obtained and a dissection was noted. A stent was placed and ivus was used to complete the procedure.